Event description:
It was reported that during the installation of this system, the field service engineer (fse) noted that the device exploded and started to smoke from the charger location. Error 25 (charger fault) was also displayed. There was no patient involved.

Manufacturer narrative:
During initial installation of the referenced lumenis pulse 30h holmium laser, the boston scientific (bsc) field safety engineer (fse) activated the charger. All leds were green except for the charger done status which remained in red. The system displayed an error 25 charger fault message, and it appeared that the capacitors inside the charger may have burse. The yellow liquid (acid) and smoke were present and there was a strong burn smell. The console was returned to bsc for device analysis. During the functional test it was found that the device was reaching peaks of up to approximately 1300 volts, confirming voltages above the rated capacity. The lumenis pulse 30 device was repaired, and several components were replaced as part of a diagnostic effort to restore proper function to the charger and identify the root cause of the device issue. Despite component replacements, the voltage sensing circuit continued to behave abnormally. Further investigation concluded that the pulse 30h holmium laser capacitor bank burning issue appears to be a failure in the voltage control circuit of the charger, which led to the capacitor bank being exposed to voltages well beyond its rated capacity. Boston scientific is currently investigating the findings and will take necessary actions if applicable. With all of the available information, boston scientific concludes that the event of device smoking and device displays error message were confirmed. The returned device analysis determined that a failure in the voltage control circuit of the charger led to the capacitor bank being exposed to voltages beyond its rated capacity, which could have affected the device performance leading to the event experienced by the customer. Based on the investigation conclusion code selected for this complaint is cause traced to component failure.

Event description:
It was reported that during the installation of this system, the field service engineer (fse) noted that the device exploded and started to smoke from the charger location. Error 25 (charger fault) was also displayed. There was no patient involved.